Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a bg run mode alert and absence of glucose values on the ilet after starting a new dexcom g6 continuous glucose monitor (cgm) sensor, which was addressed by re-entering the sensor code and initiating re-pairing, along with guidance to enter a fingerstick value while the cgm reconnected. No adverse clinical symptoms reported. Outcomes included resolution through troubleshooting and user education without escalation or medical intervention. User support included remote troubleshooting and guidance on sensor code entry and device pairing. Investigation of this case revealed that the event was consistent with communication loss between the cgm and the ilet requiring re-entry of the sensor code and re-pairing; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that user-device pairing interruption was the probable cause.